Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case it was reported that the annulus was heavily calcified in the area of the dehiscence and it was suspected that the continuous suture tore out at some point. The device was not available to be returned to edwards for evaluation. The root cause for the pvl and dehiscence in this case was likely due to patient related factors and procedural factors.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 27 mm pericardial aortic valve was explanted after an implant duration of approx 1 (one) year and 6 (six) months due to significant pvl. As reported, the leak was seen to be due to dehiscence of the valve from the aortic annulus in the region of the left coronary sinus (a continuous suture technique had been used at the original implant). The annulus was heavily calcified in this region and it was suspected that the continuous suture tore out at some point. There was no evidence of endocarditis at surgery and the valve did not grow any bacteria on culture. As per surgeon, the prosthesis itself appeared structurally intact. A new 29 mm was implanted in replacement. The patient was noted as to be doing well. The device was not returned for evaluation.